Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored treated episode that was requested for review. Technical services (ts) analyzed device episode data and stated that this was a fast unknown rhythm with double and triple counting oversensing resulting in an inappropriate shock while in the primary vector. Ts advised that the patient's primary physician review the results. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored treated episode that was requested for review. Technical services (ts) analyzed device episode data and stated that this was a fast unknown rhythm with double and triple counting oversensing resulting in an inappropriate shock while in the primary vector. Ts advised that the patient's primary physician review the results. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted due to the aforementioned inappropriate shock. The physician elected to replace it with a new transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The explanted products will not be returned to boston scientific for investigation because they were disposed at the explanting facility.